Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and connected to the device with a catheter and trainer and operated at different ECG values. There were no errors found on the device. The fse performed all functional safety tests to factory specifications. The unit passed all tests performed and was returned to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.